Event description:
A malfunction alarm was reported for the pump. There was no adverse impact on the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, and the pump will be replaced by cts. The customer was instructed to put the pump into storage mode and return it to tandem using a pre-paid label within 10 days.